Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 1.50mmx15mm emerge¿ balloon catheter was selected; however, during unpacking of the device while outside the patient's body, it was noted that the shaft of the device was fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The tip was damaged. Although it was reported that the device was fractured out of the packing and not used, the presence of blood and contrast media in the inflation and guidewire lumen is indicative of handling beyond simply unpackaging the device. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 71cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.50mmx15mm emerge balloon catheter was selected however during unpacking of the device while outside the patient's body, it was noted that the shaft of the device was fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.